Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, the t-lock was locked and tb was tightened. An intra-aortic balloon pump was placed in the right femoral artery. Some oozing at the site was noted so another mattress suture was placed by the physician and manual pressure was applied. The groin was dressed and the angle matching was completed. Survival outcome at explant noted that the patient survived and the procedural outcome was that the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome.